Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the handle was squeezed but the clip was blocked inside the product. The surgeon used an other device to continue the case. There was no patient injury.